Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test. The active exhalation control module was replaced to resolve the issue. The device was retested and passed. Additionally, the rubber feet were replaced.